Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4); complaints text: (B)(6) 2018 montea26. Cust declined t/s pump due to new battery was able to bring pump back on. Adv of guidelines and to call anytime open 24/7 initial notes: triage (B)(6), cust told her that pump has not been working for the last couple of hours. Inquired what led up to the complaint. Customer response: cust sts pump has no power. Off no power t/s per (B)(4). Customer states the type of battery in use is engizer aaa. Item - 'review alarm history' reason not completed - no power. Customer states they did receive a low battery alert prior to the off no power alert. I adv that she place a new battery and she had a rayvoc. Customer states it was less than 24 hours from the low battery alert to the off no power alert. Question - was the battery previously used in the pump or other product/device? Response: cust sts no, due to it came out of the package. Customer states the battery cap is not loose, cracked or damaged. Customer states this is not the second occurrence of off no power in less than 24 hours after low battery warning. Adv to insert a new battery per IFU. New battery resolved the issue. Adv to monitor the pump. Customer's outcome pertaining to the complaint: adv of email added resources. Adv of online resources. Adv to place a new battery nd she had a rayovac battery new, she understands that is not an ideal battery but all she has. After inserting, she saw a numeral 6 and then came back on. Additional notes: bg: over 600 doing okay having someone bring needle. Low batter changed the battery and working for a lil tried to take insulin for dinner and not showing anything. Ship: nothing / return: nothing.